Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the stent delivery system (sds) found it was returned with blood on the hypotube, consistent with handling and possible insertion into the anatomy. There was contrast in the inflation lumen, consistent with preparation of the device. The reported separation was confirmed. The inner member was separated 14.5 cm distal to the guide wire exit notch and the outer member was separated 25.5 cm distal to the guide wire exit notch. The distal portion was not returned. The material was stretched and jagged at the separations. The outer member was stretched and collapsed 16 cm distal to the guide wire exit notch for a length of 3.5 cm. The outer member was collapsed at the separation for a length of 2 cm. There was no other damage noted to the sds. As reported, the separation appears to be due to the sds being frozen on the guide wire resulting in the shaft separation during the attempt to remove. Although a conclusive cause for the resistance could not be determined, factors that may contribute to resistance between the an sds and the guide wire may include, but are not limited to, product placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the sds. To ensure this is not related to a product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Because it was reported that the herculink plus was being used to treat the left renal artery, it should be noted that the indication for use in the product instruction for use (IFU) states that: the rx herculink plus biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the off-label use does not appear to have contributed to this complaint. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the resistance causing the sds to become frozen on the guide wire could not be determined. However, the shaft separations appear to be due to attempting to remove the frozen sds from the guide wire. There is no indication to suggest a product related deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that the procedure was to treat a left renal artery. An attempt was made to advance the 5.0 x 15 herculink stent delivery system (sds) on the spartacore guide wire, but prior to entering the patient, resistance/stickiness was noted. The sds was removed and the guide wire was wiped down. Another attempt was made to advance the herculink, but the sds still felt sticky on the guide wire; therefore, both devices were removed together. A new guide wire (.014 grandslam) was placed and the procedure was successfully completed using a 5.0 x 12 herculink stent. There was no significant delay in procedure and no adverse patient effect. When the sds was pulled off the guide wire after the procedure, the shaft separated. (It was also confirmed that the guide wire was cut to remove the separated portion.) No additional information was provided.